Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited one year of battery life remaining. There was a concern the device was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The patient's family was referred to the following physician to discussed device programming and longevity. Records indicate this device remains in service. Should additional information become available this report will be updated.